Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. Philip's international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ¿check vent: battery failed¿ alarm occurred.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm reported. The event date was not specified; estimate used.